Manufacturer narrative:
The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure approximately ten years post implantation due to pain, metallosis, alval, and elevated ion metal levels. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 157444 m2a-magnum mod hd sz 44mm lot#: ni, catalog#: 139254 m2a-magnum 42-50mm tpr insrt-3 lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Review of the pre-op x-rays provided identified anatomic alignment of the right hip arthroplasty. Small focal area of acetabular osteolysis. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04096, 0001825034-2019-04097.

Event description:
It was reported that a patient underwent a revision procedure approximately ten years post implantation due to pain. No further event information available at the time of this report.